Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. This lead exhibited drop of impedance. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).